Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿proximal femoral allografts for reconstruction of bone stock in revision arthroplasty of the hip¿ by a. E. Gross, md, et al, published by clinical orthopaedic related research (1995), no. 319, pp. 151-158, was reviewed for MDR reportability. This article describes a surgical technique for using structural femoral allografts. The clinical and radiographic results are presented. The complications of this complex procedure also are presented. The authors have done a detailed radiographic review of these large structural allografts, looking for graft resorption, union of graft to host, and stability of the implant. Implants used: long stem femoral components (johnson & johnson) designed for use with allograft, a competitor pin, and unknown acetabular components. Results: as of july 1, 1994, 168 proximal femoral allografts were done for uncontained femoral bone loss of >3 cm. As of january 1, 1995, the average follow-up was 4.8 years. No significant implant migration within the allograft or complete lucent lines have been identified. No fractures occurred. 25% of showed signs of trochanteric escape of the allograft. Revisions: 16 total 3 for infection 8 for dislocation (non-depuy products) 5 for non-union of the osteotomy site 1 amputation for chronic, unexplained pain. Complications: 1 additional infection treated with antibiotics 3 unspecified vascular injuries- I requiring additional surgical repair of the iliac vein and 1 embolus treated with embolectomy. Both occurred during pelvic reconstruction. 1 large hematoma treated with evacuation. 1 chronic draining sinus (captured as decubitus ulcer) 2 additional non-unions of the trochanter not requiring surgical intervention. There is no specific patient information within the text of this article. The authors do not provide information regarding the acetabular components. Therefore, the 9 dislocations that occurred are not captured within this complaint. The source of the allograft used in these procedures is unknown. Captured within this complaint: long stem femoral component from johnson & johnson. "